Event description:
The patient reported having cramping that went from their back down to their feet. The patient had the scs implanted for back issues and having no strength in their legs. Patient said since their MRI in dec., their system has been "messed up since". Technical services (ts) helped patient turned off stimulation and the cramping wasn't as bad but it was still there; ts redirected patient to their hcp. Patient mentioned meeting with a representative (rep) in october and rep was able to fix it for patient with cycling.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.